Event description:
Reporter indicated the black serial adapter cable was "shorting out". The site ruled out the programming wand handheld. Good faith attempts to obtain additional information have been unsuccessful to date.